Manufacturer narrative:
(B)(6)

Event description:
The customer questioned high results for multiple patients tested for crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. Data was provided for 107 patient samples. Of the data provided, the results for 29 patient samples were discrepant. The initial results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified a contaminated sample probe and reagent nozzle. This can cause carryover issues. The fse replaced the sample probe and reagent nozzle and adjusted them. The instrument was de-contaminated. The gear pump head was also replaced. The issue with crep2 results was still not solved. The fse re-visited the customer site and saw that the cuvettes were wet. The cell blank water volume was adjusted. The cell covers were removed and wash water quantity was adjusted. The tube rinse station was not working well and this was repaired. The cuvettes were no longer wet. Calibration and qc results were acceptable. A patient comparison was performed and the results compared well to one another. The customer continued to have issues with crep2. The fse revisited the customer site and replaced rinse tubing and vacuum membranes. The wash cuvettes were ok. The fse replaced a valve block. The vacuum valves were cleaned. Instrument checks were ok. The customer has not had any further issues since the last service visit. They are currently running crep2 tests in duplicate. The investigation was unable to determine a definitive root cause.